Event description:
Customer reported experiencing low blood glucose levels. Specific blood glucose value was not known, only that it was categorized as "low." To address this, customer consumed carbohydrates and did not require third-party assistance. Technical support assisted the customer in updating basal rate settings and recommended consulting a healthcare provider for further guidance.